Manufacturer narrative:
The following fields were updated with additional information: d.4. Device lot number: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0055384. D.4. Medical device expiration date: 2021-09-07. H.4. Device manufacture date: 2020-03-04. D.4. Medical device lot #: 0295895. D.4. Medical device expiration date: 2022-05-07. H.4. Device manufacture date: 2020-10-27. D.4. Medical device lot #: 0352298. D.4. Medical device expiration date: 2022-07-16. H.4. Device manufacture date: 2021-01-07. D.4. Medical device lot #: 1015102. D.4. Medical device expiration date: 2022-07-30. H.4. Device manufacture date: 2021-01-22.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel 7 false positive results were obtained by the laboratory personnel. A 373 series test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " short description, false positive vibrio targets. The bd max tested positive for vibrio spp. In 7 samples of the 371 series. When analyzing the curves, it can be seen that all curves drop out at the same time. All results have a high tc and a low fluorescence intensity. The samples that gave positive results in the 371 series were re-run in the 373 series and all gave negative results. (B)(4)".

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the kit bd max¿ extended enteric bacterial panel (xebp) (ref 443812) lots 0055384, 0295895, 0352298 and 1015102 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of bd max¿ extended enteric bacterial panel indicated that lots 0055384, 0295895, 0352298 and 1015102 were manufactured according to specifications. Customer reported seven suspected vibrio false positive results in run #371. According to the complaint text, the amplification curves increased at the same time, with late CT values and low fluorescence. When retested in run #373, they all gave a negative result. Four other runs (#415, #417, #432 and #440) were also provided for the investigation. Data analysis revealed that 4 different bd max¿ xebp kit lots and 3 different bd max¿ ebp kit lots were used, suggesting that the issue is not linked to a specific kit lot. Manual pcr curve adjudication was conducted across suspected vibrio false positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the runs revealed a potential signal drift, visible especially in rox and vic channels. In the rox channel, the curves often cross the threshold, resulting in a positive result. However, in raw signal, the curves are not the result of true amplifications. Bd instrument quality engineer confirmed the need to open an instrument service ticket to assess a potential signal drift issue on instrument ct1666. There is no indication of an increase in complaints for discrepant results for the bd max¿ extended enteric bacterial panel kit lots 0055384, 0295895, 0352298 and 1015102. The root cause is suspected to be a signal drift on the instrument, this information was transferred to the bd technical service for further investigation. The reagents are not suspected of being in cause. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel 7 false positive results were obtained by the laboratory personnel. A 373 series test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "- short description; false positive vibrio targets. The bd max tested positive for vibrio spp. In 7 samples of the 371 series. When analyzing the curves, it can be seen that all curves drop out at the same time. All results have a high tc and a low fluorescence intensity. The samples that gave positive results in the 371 series were re-run in the 373 series and all gave negative results. (B)(4)".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel 7 false positive results were obtained by the laboratory personnel. A 373 series test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " short description: false positive vibrio targets. The bd max tested positive for vibrio spp. In 7 samples of the 371 series. When analyzing the curves, it can be seen that all curves drop out at the same time. All results have a high tc and a low fluorescence intensity. The samples that gave positive results in the 371 series were re-run in the 373 series and all gave negative results. Ct1666"